Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples were missing. The surgeon resected the tissue at the application site and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.